Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that a very experienced physician was using the device and a .025 nitrex wire in a graft. He described the vessel to be tortuous, but not extremely. The device was in the brachial artery; however, it could not get past the stenosis. The tip of the catheter broke off. As a result, a snare was used by the physician to remove the tip. Further details are being pursued.